Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular pacemaker lead had high capture thresholds noted. There was no loss of capture, but since the patient was pacemaker dependent, the physician decided to cap and replaced the lead on (B)(6) 2020 during a routine device replacement. The patient was in stable condition throughout.